Event description:
It was reported that this right atrial (ra) lead was dislodge due to twiddlers syndrome presented. The lead was explanted and replaced. No additional adverse patient effects were reported.